Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the 18-pound infinity pediatric torque knob, with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. All worn components were replaced with new parts. General maintenance and cleaning also performed. Root cause - complaint confirmed via inspection of the item. The mayfield 2 lock had up and down movement and the teeth were grinding when rotated. Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a3059) was not staying tight when applied to a patient. No patient injury or surgical delay has been reported.